Event description:
Customer informed ansell healthcare products llc that after using the lifestyles polyisoprene lubricated condom she had repeatedly developed yeast infections.

Manufacturer narrative:
(B)(4). Ansell healthcare products llc is submitting this report on behalf of suretex-(B)(4).